Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with an ilet experienced pairing failure after application and attempted setup, with guidance provided on expected pairing and warmup times, a restart of the ilet, and subsequent transfer to dexcom for replacement; the user then set up a new sensor with a new pairing code and continued warmup, indicating an intermittent communication issue involving the sensor¿s antenna. No adverse clinical symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with the affected device component identified as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.